Event description:
Related manufacturer reference number: 2017865-2020-0; related manufacturer reference number: 2017865-2020-0; related manufacturer reference number: 2017865-2020-0. It was reported that the patient developed an infection. The implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted. More information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-0970, related manufacturer reference number: 2017865-2020-0971, related manufacturer reference number: 2017865-2020-0972. New information noted that the infection was not related to the device. Patient was in stable condition post procedure.

Manufacturer narrative:
Correction: b5 should have included related manufacturer reference numbers.

Manufacturer narrative:
Analysis was normal. No anomalies were found.